Manufacturer narrative:
E1 facility name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope mount deposits, free lock lever deposits and electrical contact corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. The most probable cause is expected or random component failure without any design or manufacturing issue. Regarding the reportable findings scope mount deposits and free lock lever deposits the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had poor connection during set up / inspection for use. There were no reports of patient harm.